Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the pump had alarmed ¿upstream occlusion¿ with approximately four hours remaining on the infusion. It was stated that the infusion bag was completely empty. Verification with the pharmacy had confirmed that the fill volume was correct. No patient harm had been reported. The event occurred while in use with a patient at the patient's home, and the operator of the device was a health professional.